Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 180 units of insulin, and the insulin gauge remained static at 60 units. The customer's blood glucose level was 321 mg/dl. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate